Manufacturer narrative:
A fracture of the outer coil was found at 2.0cm from the connector pin, consistent with fatigue. This fracture is consistent with the observation from the field of noise, high pacing lead impedance, and inappropriate therapy.

Event description:
It was reported that the patient received several inappropriate shocks. High, out of range pacing lead impedance were observed. Noise was reproduced with pocket manipulation. The lead was explanted and replaced.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.